Event description:
When attempting to change from ventilator to bag mode, the selector switch would not move. On the third attempt, the control panel popped off the top of the machine and a massive leak was heard. The pt was then changed to ventilation using a mapelson d arm and o2 supply. There was no injury to the pt caused by the malfunction. However, future occurrences could jeopardize pt safety. Rptr has seen two add'l failures of the same selector switch on different units. In each case, the cause was a broken hinge on the left side of the control panel.